Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer did not open when the user tried to issue morphine sulf. 100mg/5ml bot (15ml). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the cabinet and found no problems with the drawers or zones. Then, the tss confirmed the drawer was opened when the user was issued the medication again. The system functioned as intended after the technical support specialist verified the device.